Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve shifted slightly towards the ventricle on release from the delivery catheter system (dcs). The implant depth resulted in moderate to severe paravalvular leak (pvl). Following a balloon aortic valvuloplasty (bav), the pvl remained. A second transcatheter bioprosthetic valve was implanted valve-in-valve about 6 mm above the lowest point of this valve, reducing the pvl to trace-mild. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence positioning difficulties/a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and the compliance of the native anatomy. A conclusive cause of the clinical observation could not be established from the limited information available. A paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pr e-existing patient conditions. In this case, the valve shifted slightly towards the ventricle upon release from the delivery catheter system (dcs). The valve was implanted too deep (around 10 mm) and resulted in moderate to severe pvl, as it was reported. Optimal placement of this bioprosthesis, per the instructions for use (IFU) would be approximately 4 mm to 6 mm below the annulus so that the skirt is within the aortic annulus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.